Manufacturer narrative:
No sample will be returned to the MFR. The investigation is still ongoing at this time. The results of the investigation are not available at the time of this report. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: the staples remain open. No pt injury reported.